Event description:
The patient reportedly has not progressed as expected with his cochlear implant. In july, 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The patient continued to be monitored by the center. In september 2005, the company was notified that the patient's c1 device was explanted.